Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The monitor was installed and tested in the printed circuit assembly (pca) si system, the system started up and failed without video on the display. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive da vinci products involved with this complaint to perform failure analysis. The generic cart controller (gcc) board was analyzed, and the reported failure could not be reproduced. The technician was unable to reproduce the failure report by installing this board into the test system. The ssc started up with no error. The video was good on both eyes with no anomalies. The gcc board remained in the test system for 3 days, while testing other parts, and it performed with no issue. The complaint was not confirmed based on the failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to have the right eye black. During an in-house failure analysis, the monitor was installed and tested in the si test system. The system started up and failed without video on the display. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right eye on a secondary surgeon side console (ssc) was black. They were able to complete the procedure with no issues with the primary console. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided caller to power the system off and power the system back on. Once the system was powering up, communication errors were occurring pointing to the affected ssc. The tse was not able to continue troubleshooting the right eye issue because the affected ssc was not completing the power up sequence anymore. The procedure was completed on the primary ssc with no reported injury. Isi followed-up and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially power on without errors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the generic cart controller (gcc) board and the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci products with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.